Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and other blood glucose level was 154 mg/dl. The customer was offered to troubleshooting and declined for low blood glucose. Customer stated that they was in auto mode and did not seek medical treatment for low blood glucose. Customer stated that they received calibration not accepted alerts followed by change sensor alert. The insulin pump will not be returned for analysis.